Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer reported that the medium-large clip applier (mlca) instrument was difficult to be inserted. After, the mlca instrument moved non-intuitively when it was approaching the blood vessels. Eventually, the clip could be applied successfully. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The tips of the mlca instrument did not match the surgeon¿s manipulation. The issue was resolved after a short time. The issue occurred only one time. The drape was not exchanged during the procedure, and the drape will not be returned. There was no patient impact.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion of the medium-large clip applier (mlca) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Although the complaint regarding non-intuitive motion was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Video clip associated with this reported event were submitted and was reviewed by isi clinical development engineer for review. In the video, a yaw motion of the mlca instrument was observed in free space right after it is inserted. The surgeon continued to attempt to place the clip around the vessel and the yaw motion occurred again. The clip was repositioned into the grips of the clip applier and the surgeon was able to successfully place it on the second attempt. Customer reported that the instrument will not be returned. Therefore, failure analysis of the product related to the complaint cannot be performed. The probable root cause of the unexpected motion could be attributed to a partially seated instrument and subsequent disengagement. Unexpected motion is a result of the sterile adapter disk pegs only being partially seated during the instrument engagement routine on the instrument arm. Due to this partial engagement, the input disk controlling instrument grip could disengage sometime after the engagement routine has registered a successful grip engagement and before the instrument is inserted through the cannula. This complaint is being reported due to the following conclusion: it was alleged that the medium-large clip applier instrument moved with unintuitive motion (e.g. The instrument moved in unintended way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.